Event description:
It was reported that the 9900 system had dark images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor brightness and contrast were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.